Event description:
Personal representative of the deceased alleges that the deceased was employed as a health care worker who wore and was exposed to latex gloves made by various manufacturers. Personal representative of the deceased alleges that the deceased developed a latex hypersensitivity which caused her death.